Event description:
It was reported that a patient complained of hearing problems following a cervical 3t mr scan. A healthcare professional determined that the patient is suffering from acute and persistent tinnitus, this is considered a serious injury. Proper hearing protection was used on the patient.

Manufacturer narrative:
The ge field engineer completed preventative maintenance of the system in 2007. The system passed and no problems were noted. The ge engineer is scheduled to perform acoustic testing on the system. Attempts to get the patient information were unsuccessful.